Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set had flow issues during the infusion, infusing medications at the incorrect rate. The following information was provided by the initial reporter: "asked if had any issues with ¿lines crossed¿ resulting in infusions running faster than expected, for example, if pitocin was infusing at 2ml/hr. And lr was running at 75ml/hr. And if pitocin was ever found to be running at the lr rate. Stated this is very rare, and she has seen it happen ¿maybe 3 times¿ in her long career."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the infusions run faster then expected could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ infusion set had flow issues during the infusion, infusing medications at the incorrect rate. The following information was provided by the initial reporter: "asked... If... Had any issues with ¿lines crossed¿ resulting in infusions running faster than expected, for example, if pitocin was infusing at 2ml/hr. And lr was running at 75ml/hr. And if pitocin was ever found to be running at the lr rate... Stated this is very rare, and she has seen it happen ¿maybe 3 times¿ in her long career."